Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve moved ventricular upon deployment but a decision was made to fully release the valve and attempt to snare it into a higher position if the hemodynamic assessment was determined to be unacceptable. Once the valve was fully deployed, the depth was approximately 16 mm on both the non-coronary cusp (ncc) and the left coronary cusp (lcc). Severe paravalvular leak (pvl) was noted. A snare system was inserted and pulled the valve to a depth of 5 mm relatively quickly. After the valve was properly positioned, the pvl was reduced and hemodynamics improved significantly. The patient anatomy was reported to be moderately calcified with patent bypass grafts. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Various factors can affect valve positioning/inaccurate delivery, such as patient anatomy or physician experience and technique. In this case, the patient anatomy was reported to be moderately calcified which may have played a role. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. In this case, the paravalvular leak (pvl) was most likely was due to suboptimal position, as the valve was too deep at 16 mm on the non coronary cusp and left coronary cusp. Information is provided in the future, a supplemental report will be issued.